Event description:
Additional information was received from a consumer indicating that the circumstances that led to the lead fragment being left implanted were that the device didn¿t work so they had it taken out. The doctor informed the patient that they could notget the fragment down in their pelvis out, so they could never have an MRI. When asked if future actions would be taken to remove the lead the patient noted that nothing had been done. No further complications were reported. (B)(6) 2020 patltr (con): additional information received from the patient stated that they were furious that they were not told at the time of interstim implant that they would never be able to have an MRI. The patient had implant taken out but a small piece of the wire was left in. The patient still has not had an MRI.

Manufacturer narrative:
Continuation of d11: product ID 3093-28, lot# v414167, implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3093-28, lot#: v414167, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 11-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was experiencing pain and confirmed it was regarding their device. On a second call, the patient stated they were calling about their stiff and painful knee. The patient stated their implant never helped since implant, and because of their knee problem they could never have mris done, so they had the device taken out. The patient stated this was in 2016. The patient was advised to follow up with a healthcare provider about their stiff knee. On (B)(6) 2019 the patient called back reporting the same issue that their device didn¿t work so they had it taken out. The patient stated that the healthcare provider didn¿t get about 3 inches of the lead out. The patient needed to know what the lead was made of because they were told they couldn¿t have an MRI. Additional information was received from a consumer indicating that the circumstances that led to the lead fragment being left implanted were that the device didn¿t work so they had it taken out. The doctor informed the patient that they could not get the fragment down in their pelvis out, so they could never have an MRI. When asked if future actions would be taken to remove the lead the patient noted that nothing had been done. No further complications were reported.